Event description:
During baxter's functional testing of a spectrum pump, the device displayed a system error 322. There was no patient involvement.,

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.